Event description:
After one night of use, the sensor broke into two and the little platic part came apart. My young son who was using the alarm swallowed it and started shocking. Fortunately we were there to remove it from him on time. It would have been extremely dangerous. FDA safety report ID# (B)(4).